Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, two fire sparks were released when the surgeon was using synchroseal instrument over a previous anastomosis site. The customer was unsure if there were metal slips that were hit. A new synchroseal was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing event occurred right when the surgeon started using the synchroseal instrument. The instruments was in use at the time of the incident were synchroseal, endoscope, fenestrated bipolar forceps, and the tip up fenestrated grasper. There were no instruments collision. It was not confirmed, however it is believed a clip was hit from previous bowel surgery. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting two fire sparks, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the synchoseal instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found the primary failure of thermal damage observed on the cut electrode to be related to the customer reported complaint. Upon visual inspection, the cut electrode was observed to have thermal damage. The jaw ceramic dots were present. The instrument passed electrical continuity. A review of logs showed no failures. The probable root cause of this failure is attributed to component failure. The complaint regarding ¿two fire sparks were released¿ was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.